Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure issue occurred. The sensor was inserted into the abdomen on (B)(6)2025. On the same day, it was reported that the patient reported that 2 sensors failed. The patient reportedly got a sensor failure during warmup and replaced it with another sensor. After it paired and started the warm up, the patient felt felt wobbly and dehydrated, so he did a fingerstick and got a low reading. He checked the pump screen and saw that sensor failed too. The patient was taken to the hospital and treated with IV and insulin and observed overnight. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.